Event description:
It was reported that during the implant attempt an elective replacement indicator was triggered on the replacement device while the device was in its packaging. Detection and therapies had been turned on, draining the battery. The device was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion. It was noted that vf detection had been programmed on causing the device to charge repeatedly and accumulate 1466 seconds of charge time.